Manufacturer narrative:
(B)(4).

Event description:
It was reported that when patient presented in clinic for routine follow-up, post-paced t-wave oversensing was observed in the ventricular channel. Patient was asymptomatic. The patient did not receive therapy during the oversensing. Programming changes were recommended and made during device check.